Event description:
The pt underwent a diagnostic procedure and subsequent intervention including peripheral stent placement. This was a high, antegrade stick above the inguinal ligament. Pt is noted to have a high bifurcation. The radiologist closed the arteriotomy with the closer tsl6 fr. Device. During the closure, the suture came through the arteriotomy site with tissue attached to it. There was a tear in the inguinal artery and the pt bled into the retroperitoneum. The pt was taken to surgery for arterial repair. Surgery was successful and the pt recovered without further incident.